Manufacturer narrative:
The technician found the head section was drifting and isolated the issue to the CPR valve. The technician indicated that the CPR function was working. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates the head of the bed will not remain in the raised position.